Manufacturer narrative:
Upon retrospective review of complaint files, it was determiend that this MDR should be filed. The lot number is not available to perform a review of the device history record. A review of all reported complaints since 2004 confirms that the number of complaints reported of this nature remains low have not increased when compared to total unit sales.

Event description:
Rn gave injection to pt and heard "click". Received needlestick to hand when placing in sharps container.